Manufacturer narrative:
Olympus had followed up with the user facility to gather add'l significant info regarding the event without success. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report of a detached distal tip. Additionally, the device proximal end was noted to have been cut. The basket wires on the proximal end were twisted. The cause of the user's experience could not be conclusively determined. The device has been forwarded to the original equipment MFR (OEM) for further eval. If add'l significant info is received, the report will be updated. The fg-v431p instruction manual warns users that the basket may be damaged, including resulting in the potential disconnection of the distal end, if an emergency handle is utilized. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) and sphincteroplasty with ehl and spyglass procedure, after a few passes the basket reportedly became impacted on a stone. The users attempted to remove the basket and stone without success. The users then cut the device handle and employed on olympus emergency lithotripsy handle. The basket reportedly broke at the tip, leaving the distal end an approx a quarter inch of the basket wires in the pancreatic duct. The users then used forceps to successfully retrieve the remainder of the device, and stone debris was collected. The procedure reportedly continued after removing the basket. The pt was said to have been hospitalized following the procedure, but for reasons unrelated to the reported event.